Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert. Subsequently, the pump battery fully depleted and shut down. During troubleshooting with tandem technical support, the customer was able to successfully power on and continue charging the pump using a different usb cable. The wall adapter was also replaced. Blood glucose was 318mg/dl. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.